Manufacturer narrative:
The device was not available for evaluation as it remains in the patient. Imaging provided shows the screw backout at the bottom level of a 2 level plate. However, no determinations can be made as to the cause of the reported issue.

Event description:
It was reported that a resonate screw is backing out of the plate post-operatively.